Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a vns patient's programming history, it was identified that the patient's vns settings were set to 0ma and 60 minutes off on (B)(6) 2008; this is indicative of a previous faulted systems diagnostics test. This was not corrected until at least (B)(6) 2008, when the settings were noted to be 1.25ma and 1.1 minutes off. There are no faulted systems diagnostics in the history to explain the 0ma and 60 minutes off settings noted on (B)(6) 2008; it is suspected a faulted systems test occurred with an unknown programming system.